Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient was diagnosed with bacterial peritonitis. It was not reported whether the patient was hospitalized for the event. On an unreported date in 2010, the patient was transferred to hemodialysis (hd). The outcome and treatment for the event of bacterial peritonitis were not reported. The root cause of the peritonitis was "unknown".

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.